Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received an inaccurate fill estimate. Reportedly, the customer removes 30-50 units of insulin from the empty cartridges. The customer's blood glucose level was not impacted. Tandem technical support informed the customer that it is normal for cartridges to have some insulin left and this insulin is considered the unusable insulin.